Manufacturer narrative:
Na

Event description:
Reporter alleged obtaining the result of 85 mg/dl, ate two carrots, an apple, and obtained another result of 200 mg/dl back to back within 10 minutes on the aviva system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.